Manufacturer narrative:
Additional information: PMA/510k: similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported that the inner / individual packages of the ID now covid-19 assay was missing the labeling. There was no report of any issues as a result of the reported labeling issue. No further information was reported.